Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. The patient obtained two results of 440 and 583 mg/dl. They then tested on another meter and obtained a result of 128 mg/dl. This is an invalid comparision. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and applying the blood were done correctly. The patient performed two control solution tests which failed. New meter and test strips are being sent to the patient. No further information has been reported.